Event description:
Reportable based on device analysis dated 18oct2018. It was reported that the device could not cross the lesion. The target lesion was located in right coronary artery. A 145 guidezilla was selected for use. During the procedure, the device could not cross the lesion due to calcification and tortuosity. The procedure was completed with another of same device. No complications reported and patient is stable. However, device analysis revealed that the distal shaft was detached/separated at the collar. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The shaft, collar, and tip were visually examined. There were numerous kinks throughout the hypotube and distal shaft of the device. The distal shaft was detached/separated at the collar. Portion of the shaft and the ptfe were pulled out of the collar and attached to the distal shaft.